Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the sensor implant procedure, the physician was unable to advance the catheter into the pulmonary artery due to patient¿s anatomy. Troubleshooting was tried to no avail and the kink occurred in the catheter while trying to troubleshoot. Subsequently, the physician abandoned the procedure.

Manufacturer narrative:
Section was unintendedly left blank on the follow up 001. This report consist of missing information.